Event description:
It was reported that during an unrelated procedure, the lead was found fractured. No change in electrical parameters were reported. No adverse consequences for the patient.

Manufacturer narrative:
A partial lead with connector measuring 31.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).